Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified high scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "flickering vision", asleep, slight trembling, heavy sweating, a loss of consciousness, and was unable to self-treat. The customer received glucose from non-healthcare professional (non-hcp) and was responsive after a few minutes. An ambulance was called and upon arriving first responders obtained sensor readings of 400 mg/dl, and administered insulin (dose/type unknown) and obtained blood glucose result of "60-70 mg/dl". Then the customer was taken to the hospital and hcp performed laboratory readings of 22 mg/dl administered glucose intravenously and hospitalized for one day for the issue. There was no report of death or permanent impairment associated with this event.